Manufacturer narrative:
A visual examination of the returned device did not present any anomaly. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation (bsc) that a gold probe device was used during hemostasis of an arteriovenous malformation (avm) on (B)(6) 2013. According to the complainant, during the procedure, when the nurse and the physician tried to treat an avm, the probe did not burn. Reportedly, no visible damage or kinks were noted on the device. The procedure was completed with another of the same gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation (bsc) that a gold probe device was used during hemostasis of an arteriovenous malformation (avm) on (B)(6) 2013. According to the complainant, during the procedure, when the nurse and the physician tried to treat an avm, the probe did not burn. Reportedly, no visible damage or kinks were noted on the device. The procedure was completed with another of the same gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) probe fails to deliver energy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.